Manufacturer narrative:
(B)(4). The guide wire was returned separated and frozen in the reported promus catheter. There was 8 millimeters (mm) of separated guide wire core returned exposed distal to the tip. The overall length of the returned separated guide wire was 10.8 cm. There was a bend in the core 7 mm distal to the tip of the catheter, likely damaged during the attempt to remove the wire from the stent delivery system (sds). An attempt was made to remove the returned core from the inner member of the returned promus; however, the bunched balloon and inner member would not allow the core to be removed. Resistance with an sds may occur in certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. The condition of the catheter being used, coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be possible factors in reducing clearance. In this case, it appears that the clearance between the inner member of the sds and the guide wire was reduced during use. If the resistance is not reduced and continued movement or force is applied to the wire or sds, this could result in the two to become frozen together and cause bunching to the sds shaft as was observed on the returned promus. Furthermore, the use of force to manipulate push/pull the guide wire while frozen in the sds guide wire lumen may also cause the sds bunch and potentially cause separation of the guide wire as was observed on the returned unit. Scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to ductile overload for the majority of the fracture. Evidence of mechanical damage was observed on the outer surface. Dimples were observed at the center of the fracture surface. Based on the sem results, it suggests that the wire was over-pulled or over-torqued to create the required forces to exceed the design limits and cause the material to separate. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot number were not reported. Overall, the reported resistance and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Event description:
It was reported that during a procedure of the right coronary artery, the promus stent delivery system was being advanced in the guiding catheter over the balance middleweight guide wire but resistance was met. All devices were removed as a system without incident. The procedure was completed with a different device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: boston scientific 100 cm 6 f4 mach 1 f4 4 sh; sheath: 6 fr x 10 cm terumo pinnacle; stent: boston scientific promus; other: angiomax; bivalirudin the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The promus stent delivery system is being filed under a separate MFR number.